Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The patient has two leads (from the same lot) implanted as part of his scs system. It was reported the patient experienced unintended and uncomfortable stimulation in his ribs. The sjm rep met with the patient and was able to provide effective coverage. However, the patient reported he was again feeling stimulation in his ribs. Add'l reprogramming was unable to resolve. X-rays revealed the patients leads had migrated. Surgical intervention will be taken at a later date to address the issue.